Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 4.5, lab: 2.7. "Pt self testers" mother reported that the lab tech drew blood with a syringe for lab test, then put a bit of the blood on the meter for testing. Pt's mother was not certain, but thought blood from the syringe was added into tube with anticoagulant after testing, so syringe may not have had any.